Event description:
The reporter states the cuff would not inflate during pretesting of the tube. The reporter confirmed no patient involvement.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.

Manufacturer narrative:
(B)(4). One sample of a tracheostomy tube was received for evaluation. Visual evaluation found no anomalies. Inflation and deflation tests were performed by submerging the device in a container with water and inflating it with air. Leakage was observed coming from the flat pilot balloon. However, damage of this magnitude would have been detected during the manufacturing inflation deflation tests, and would have been removed from the lot. The customer reported complaint was verified. However, this type of defect is not related to the manufacturing process.